Event description:
As reported: "when using the lag screw drill, there was slight resistance, and when removing the drill bit, a metal-like fragment was adhering to it.".

Manufacturer narrative:
The reported event could not be confirmed since the device was returned for evaluation, and the fragment was stated into the pouch, but could not be opened due to contamination. The received device was visually inspected and found to have heavy, evenly distributed scratches across the surface. These scratches were observed to be more than superficial, with slight penetration into the surface material. The scratches were particularly concentrated at the ends of the reamer's cutting flutes. We can also see nick marks and dent marks around the cutting flutes. The nature and circular pattern of the scratch marks suggest that a thin metallic wire or similar material may have been wrapped around the reamer under force, causing repeated contact and surface deformation. Additionally, a sealed pouch was returned containing a stated fragment. However, the pouch was not opened due to the high risk of contamination, and based on external visual observation, the fragment was not visible from the top of the pouch. For the appropriate functional inspection for resistance while drilling, the alleged targeting device is required. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the above investigation, we could see heavy scratch nick marks visible on the device, but there was a high risk of contamination, and based on external visual observation, the fragment was not visible from the top of the pouch. If any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "when using the lag screw drill, there was slight resistance, and when removing the drill bit, a metal-like fragment was adhering to it."